Manufacturer narrative:
Investigation summary was not attached in report 1020279-2017-00792 follow-up 002. (B)(4).

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation.

Event description:
It was reported that a patient was injured by a defective smith & nephew knee replacement product which was implanted during a knee replacement procedure.

Event description:
It was reported that a patient underwent a manipulation under anesthesia (mua) 5-6 weeks after a left total knee arthroplasty due to pain and stiffness. It is suspected that the patellar component was the main factor of this symptoms.

Event description:
The patient reported an unspecified injury following implantation of smith and nephew knee devices.